Event description:
It was reported that the customer was having a series of no delivery alarms on her insulin pump. Her blood glucose was 387mg/dl at the time of reporting. Troubleshooting suggested that the reservoir may have been occluded. She was advised to change it along with her infusion set. The reservoir is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see medwatch 2032227-2014-64786 for additional information.